Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user on their first week with the ilet experienced hyperglycemia, with continuous glucose value at 312 mg/dl and confirmatory fingerstick at 316 mg/dl approximately one hour after a usual lunch and a small hot cocoa; tubing was disconnected and tested with drops observed and no leakage noted, and supplies had not been changed that day. Symptoms included elevated blood glucose. Outcomes included user self-monitoring at home without medical intervention or hospitalization. Investigation included guided troubleshooting, tubing flow verification, reinforcement that early meal responses can require adjustment, and user education on potential dietary contribution to hyperglycemia. Investigation of this case revealed no device malfunction or component failure and suggested postprandial hyperglycemia likely related to carbohydrate intake and early adaptation of automated insulin dosing. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.